Event description:
On (B)(6) 2012, the surgeon performed an si joint fusion utilizing the ifuse implant system using the o-arm stealth navigation system. The surgeon places the 3.0mm steinmann pin as a guide pin under navigation. Although the surgeon is adamant that the residents/fellows stay collinear to the pin during drilling and broaching he does not routinely take spot fluoro shots during the procedure but rather uses the kocher clamped onto the end of the pin to monitor movement. During the drilling for the first implant, the drill likely bound up on the pin about 2-3 cm from the leading tip of the pin. This probably bent the pin and created a stress riser on the pin. When the implant was placed over the pin, the implant would not easily slide over the bent portion of the pin. During impaction of the implant, the pin was driven further into the pt. After the surgeon removed the pin under power, it became evident that the pin had broken off leaving the leading 2-3 cm of the pin within the sacrum deep to the tip of the implant. The final o-arm spin showed that the piece of the pin that was broken off was situated within the bony sacrum well away from any neural structures. No attempt was made to remove the broken piece of the guide wire (steinmann pin). The pt was informed of the incident. The pt has no new complaints of pain or new neurologic complaints affecting the lower extremities. No adverse effects are anticipated based on the position of the pin left in the pt. The fragment of the 316l stainless steel within the bony pelvis presents minimal if any long term risk to the pt. The risk to the pt is ¿minor¿ and the failure is due to surgical technique.

Manufacturer narrative:
Based upon the complaint info and engineering eval, there is no evidence to suggest the device was out of specification. No non-conformances were reported based on the review of the certificate of conformance. In addition, the surgeon training manual and fmea were reviewed. The use fmea addresses risks with pin bending and it will be updated to include the risks for the tip of the steinmann pin to break off. Based upon the info provided, the most probable root cause for the cutting of the steinmann pin was an error in surgical technique.